Event description:
Litigation alleges that the patient suffers from significant pain in and around his hip and groin area, elevated metal ion levels, ringing in his ears, and tinnitus. Update 4/29/2015: pfs and medical records received. Pfs and medical records were received on 8/18/2014 with alert date of (B)(6) 2012. These records were reviewed for MDR reportability on 4/29/2015. The revision operative note indicated pain, no labs for the alleged high metal ions, and the cup was noted to be at an excessive anteversion, but wasn't revised. The cup and stem are being added to the complaint. The lot number for the stem isn't legible at this time.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).